Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on their one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs to obtain further clinical information. The pt mentioned that the reported issue began sometime on (B) (6) 2010 at 8 am. The pt obtained readings of 190-290 mg/dl. At the time of testing, the pt did not exhibit any symptoms. At an unspecified time after the reported issue began, the pt felt weak and dizzy. The pt did not seek any medical attention or contact their physician for assistance. A quality control test was not done and the pt did not have any control solution. The meter was replaced. No further clinical information was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how soon after testing the pt exhibited symptoms, whether the pt tested themselves when exhibiting symptoms and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the elevated reading, at an unspecified time later, she ended up developing symptoms suggestive of hypoglycemia.